Manufacturer narrative:
(B)(4) - it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. It should be noted that the hi-torque turntrac guide wire instructions for use, states: do not: deploy a stent such that it will entrap the wire between the vessel wall and the stent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use (IFU) and subsequent circumstances of the procedure as stenting the proximal lesion first resulted in the turntrac guide wire becoming jailed; thus resulting in the reported difficult to remove. Manipulation of the compromised device resulted in the noted stretched coil damages and ultimately resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the guide wire was jailed with the xience prox. The patient outcome was fine. No additional information was provided.

Manufacturer narrative:
(B)(4). The status of the device was not provided. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal right coronary artery (rca) that was mildly tortuous and moderately calcified. Two guide wires were advanced in the rca, one turntrac and one bmw universal to increase support for one lesion in the ostium and one lesion distal. The proximal lesion was stented first and the turntrac guide wire was jailed. When pulling back the guide wire after successful implantation of the stent, the turntrac guide wire broke distal to the stent and the remaining tip of the guide wire was left inside the rca. There was no clinically significant delay in the procedure and no medication was given to the patient due to an issue with the use of our devices. No additional information was provided.